Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported patient effects can not be determined based on the limited information available. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article: clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease¿aida trial substudy. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#. The xience device referenced is being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffold (bvs) and xience evorolimus eluting stent (ees) that may be related to the following: death, myocardial infarction, revascularization, thrombosis, stenosis. Specific patient information is documented as unknown. Details are listed in the article, titled: clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease¿aida trial substudy.